Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibits t-wave oversensing (twos) only on biv (bi-ventricular) pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.